Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The occlusion alarm was identified as an f-2 (downstream occlusion was detected) alarm during functional testing and review of the alarm log. The reported issue was verified. The direct cause was latch roller worn out by use. The corrective actions taken were to replace latch roller and calibrate again the sensor of occlusion. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented with an occlusion alarm. There was no patient involvement. No additional information is available.